Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified one other report against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/5/2016: litigation received. Litigation alleged elevated metal ion levels in the blood. The stem is being added to the complaint. A doi was provided.the complaint was updated on: 2/15/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, these devices are exempt from device history record review. A search of the complaints databases was not possible against the unknown product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised due to alval/metal sensitivity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/6/16- pfs and medical records received. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the pfs the patient also experienced pain and limited mobility. The surgical notes reported that the patient had a pseudotumor, stiffness and discomfort, osteolysis, and corrosion at the head/neck junction and back of acetabular liner. Added part/lot number to stem and updated head/liner. Correct doi noted from surgical report. Radiograph report states that there is a left hip arthroplasty, but the left was not mentioned in litigation, nor were there any implant surgical notes to confirm if they were depuy products. We will add the left hip when/if we receive more information.